Event description:
Rptr stated the needle does not appropriately fit the syringe. Rptr stated if they attempt to use the device they could encounter a leak or it could separate from the syringe leaving the needle in the pt's mouth. Rptr feels that the device is of poor quality and that the MFR needs to address this problem and treat the matter more seriously.